Event description:
It was reported that during a da vinci s sacrocolpopexy procedure, the site experienced difficulty in moving a patient side manipulatory (psm) arm. With the assistance of an isi technical support engineer (tse), the site reseated the sterile adaptor; however, the system did not put the instrument automatically in following mode. The surgical staff decided not to continue with troubleshooting the reported problem and converted to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by tse could not reproduce the customer reported issue. The tse contacted the surgical staff after the procedure to discuss the event. The staff recycled power to the unit and the system issue was resolved. Additional testing performed by the staff did not reveal any system errors or problems with the system. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.